Event description:
The manufacturer received info alleging a bipap synchrony was not working properly. The pt was hospitalized. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.